Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was reported to be natural causes with heart. The caller did not know the customer's blood glucose at the time of passing. The last recorded blood glucose value could not be checked because the caller did not have the insulin pump and they did not know where the blood glucose meter was. The customer was wearing the insulin pump at the time of death and it was taken by the coroner. The customer was using sensor and was wearing one at the time of death. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details . The additional information has been provided. Correction has been made. The initial complaint was created with the incorrect insulin pump model number and incorrect catalog number. The correct information has been provided in this report. . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter called back and stated that she had the insulin pump and would like to return it for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and cracked reservoir tube lip. The data analysis showed that the daily insulin totals were 27.250 units on (B)(6) 2015, 24.150 units on (B)(6) 2015, 21.150 units on (B)(6) 2015, 29/650 units on (B)(6) 2015, 25.300 units on (B)(6) 2015, 15.900 units on (B)(6) 2015 and 18.150 units on (B)(6) 2015.